Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the nurse notices that the walls of the bag at the green tube were collapsing against each other while emptying the bag. As a result, the flow of urine was slowed down, which made it impossible to empty the bag. To remedy the situation, the nurse tried to detach the walls from each other but this had cracked the pocket which lead to leakage of urine and rupture of the closed system. There were no consequences for the patient but it hindered the work of nurses. This was the second time this issue had occurred in the service. Each time, the manipulations were carried out by experienced nurses. Unfortunately the device had not been preserved.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿age of material inappropriate material choice". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because a review of the label could not have prevented this issue. H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse notices that the walls of the bag at the green tube were collapsing against each other while emptying the bag. As a result, the flow of urine was slowed down, which made it impossible to empty the bag. To remedy the situation, the nurse tried to detach the walls from each other but this had cracked the pocket which lead to leakage of urine and rupture of the closed system. There were no consequences for the patient but it hindered the work of nurses. This was the second time this issue had occurred in the service. Each time, the manipulations were carried out by experienced nurses. Unfortunately the device had not been preserved.